Event description:
A customer reported she received low readings on her adc freestyle libre sensor compare to an hcp meter after 11 days of wear. A customer reported that on (B)(6) 2019, she experienced symptoms described as tiredness, dizziness and subsequently lost consciousness. The customer was taken to the hospital and admitted for an unspecified time. The customer was diagnosed with ketoacidosis (dka) and treated with IV glucose, potassium injection, saline, and isosorbide mononitrate. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. It should be noted: the reported treatment is inconsistent with the reported diagnosis. Customer was contacted in follow-up but no additional clarification was obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she received low readings on her adc freestyle libre sensor compare to an hcp meter after 11 days of wear. A customer reported that on (B)(6) 2019, she experienced symptoms described as tiredness, dizziness and subsequently lost consciousness. The customer was taken to the hospital and admitted for an unspecified time. The customer was diagnosed with ketoacidosis (dka) and treated with IV glucose, potassium injection, saline, and isosorbide mononitrate. No further treatment was reported. There was no report of death or permanent impairment associated with this event.